Event description:
It was observed that during the device evaluation, the coating peeled off the insertion tube more than 1mm and the cleaning brush could not be inserted smoothly due to a crushed forceps channel on the fiberscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress applied to the insertion site and the forceps channel collapsed, causing the event. The event can be detectable and preventable by handling device in accordance with the following IFU. Warnings and cautions: 3.6 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.